Event description:
I use fixodent. I started using it in 2007, and still use it today. I was diagnosed with anemia in 2007 by my local health department. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2007 to 2009. Diagnosis or reason for use: denture adhesive cream.